Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had missing retainer ring. Customer stated that connection with reservoir compartment was broken. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
On (B)(6) 2021 the customer reported that the ring is missing. Device received with a missing retainer ring. Unable to perform displacement test due to the missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to the missing retainer ring. The following were noted during visual inspection: broken reservoir tube lip, missing retainer ring, cracked keypad overlay, keypad overlay scratched, scratched case. In summary, the customer¿s report that the ring is missing was confirmed during visual inspection.